Event description:
Hcp reports pt presented with symptoms of withdrawal following a pump replacement. In 2003 a pump exploration was done. During the procedure a rotor study was done which showed negative results. The surgeon then replaced the connector after observing fluid leaking outside of the catheter under the connector's strain reliever. One centimeter was removed from the catheter which remained implanted. The pt was reported as "doing great."